Manufacturer narrative:
(B)(4).

Event description:
It was reported that the versajet would not turn on. No display would light up, besides it looks like the case at the bottom of the console has separated and must have affected the electrical connection. Backup was used to complete the treatment. No patient harm reported.

Manufacturer narrative:
The device used in treatment was returned for evaluation establishing a relationship between the report event and device. A visual inspection was performed and showed no issue. A functional inspection was performed and showed the power supply was defective. Root cause was is determined to be a component failure. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.